Event description:
Still experiencing severe to moderate pelvic pain. Continues to have abnormal bleeding that began five months after the uae; menstrual periods are 21 days apart and last longer than they did prior to the procedure. Spotting and discharge is now continuous. Uterus has enlarged -11.2 cm to 12.6 cm-. Bowel problems since the procedure. Weight loss of 15 lbs. Pain in the lower sacral area that was not present prior to the uae. Considering hysterectomy. Uninformed prior to uae of radiation exposure. To date, medical bills for uae total over $35,000.

Event description:
Still experiencing severe to moderate pelvic pain. Continues to have abnormal bleeding that began five months after the use; menstrual periods are 21 days apart and last longer than they did prior to the procedure. Spotting and discharge is now continuous. Uterus has enlarged (11.2 cm to 12.6 cm). Bowel problems since the procedure. Weight loss of 15 lbs. Pain in the lower sacral area that was not present prior to the uae. Considering hysterectomy. Uninformed prior to uae of radiation exposure. To date, medical bills for uae total over $35,000.

Event description:
Chronic severe lower pelvic pain, abnormal uterine bleeding. Radiology reports revealed necrotic degnerating fibroid with no change in size. Uterus is the same size as it was pre-embolization. Ten pound weight loss and ill.